Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices using a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, with both devices, cuff misses occurred as the sutures could not be verified when the plungers were removed. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: device analysis of the device for this complaint report showed that the lever was closed and the foot was partially retracted. Follow-up with the account was conducted and it was confirmed that there was an issue closing the lever/foot during the procedure; however, no vessel damage occurred due to the foot closure issue. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices using a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, with both devices, cuff misses occurred as the sutures could not be verified when the plungers were removed. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.